Event description:
Device malfunction: none. Symptoms/ae: pain and discomfort. Time of symptoms/ae: after vessel closure. It was reported that after arteriotomy closure of an unspecified vessel after an angiogram, the patient experienced pain and discomfort at the access site. The pain has continued for three years. The patient stated "he first saw his consultant approximately 18 months after the procedure and complained about the pain and discomfort at that time." No treatment has been prescribed. The patient takes paracetanol and "takes regular walks of about 3 miles and this exacerbates the pain (i.e. When he gets home after the walks he is in pain.")

Manufacturer narrative:
The starclose clip remains in the patient. The lot number was not identified; therefore, a device history record review could not be performed.